Event description:
It was reported that shaft break occurred. The 90% stenosed, 25x2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was selected for use and advanced to treat the lesion. However, the balloon shaft was fractured due to the lesion's severe tortuousity and calcification. The device was completely removed and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 45cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 25x2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.75mm x 12mm quantum maverick balloon catheter was selected for use and advanced to treat the lesion. However, the balloon shaft was fractured due to the lesion's severe tortuousity and calcification. The device was completely removed and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.